Event description:
It was reported that following battery replacement the patient appeared to not be receiving therapy on one side as tremor was present. Less than 50% therapy relief was noted on the left side implant. Settings were 3.0 volts, 90 pulse width, and 130 hertz bilaterally. The left was c+ 3- and the right was c+ 6-. The patient was reprogrammed to c+ 7- on the right side and symptoms improved. On the date of report the patient was ¿back to normal.¿ impedance values measured on (B)(6) 2013 were within normal limits on the left side. On the right side, pairs with electrode 6 showed greater than 4,000 ohms. The system remained implanted as reprogramming to contact 7 solved the problem and the patient gained adequate therapy.

Manufacturer narrative:
(B)(4).